Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. No moisture damage was found inside the insulin pump. No display anomaly was noted. No dim screen during our testing. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a dim, difficult to read screen. The patient's blood glucose at the time of incident was 9.0 mmol/l. The device was exposed to moisture. There were no scratches or cracks on the insulin pump. However, the caller mentioned that the customer's kids could have put the device in water. The insulin pump will be returned and replaced.